Event description:
The report received indicated that the goldmarker detached during a procedure. The device was not used in the patient.

Manufacturer narrative:
Please note that the lot number was not provided and is therefore listed as unknown.this device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that it was initially reported that one device was involved. However, two devices were returned and the quantity involved was updated to 2. The report received indicated that the gold marker detached during use. No additional patient, lesion/vessel or procedural information is available. Analysis of the returned devices noted that the markerbands were still attached to the unit, they did not dislodge from the catheter. Two cordis non sterile 5.2f diagnostic catheters were received coiled inside a plastic bag. Catheter 1 and catheter 2 were observed with the marker band displacement originating from the proximal end to the distal tip. In catheter 1, six (6) marker band markings were observed empty near the body-tip fuse, 11 marker bands were out of position and nine (9) marker bands were in the correct position. In catheter 2, ten (10) marker band markings were observed empty near the body-tip fuse, 13 marker bands were out of position and seven (7) marker bands were in the correct position. No additional anomalies were observed in either of the two catheters. Catheter 1 and catheter 2 had all corresponding 20 marker bands; no marker bands were missing. Catheter 1 tip outer diameter was measured and was found below specification. The inner diameter was measured and was found within specification between marker bands 1 through 9th (marker bands 'in-position') and was found below specification between marker bands 10th through 20th (marker bands 'out-of-position'). Catheter 2 tip outer diameter was measured and was found within specification between marker bands 1 through 13th and was found below specification between marker bands 14th through 20th. The inner diameter was measured and was found within specification between marker bands 1 through 13th (marker bands 'in-position') and was found below specification between marker bands 14th through 20th (marker bands 'out-of-position'). The inner and outer diameters below specification suggest elongation of the tip. The microscopic analysis of the marker band markings did not find anomalies. A review of the manufacturing documentation associated with this lot was not conducted as no lot number was provided with the reported complaint. A guide wire (lab sample) was inserted in each of the two catheters. During the insertion, the guide wire did not advance when it reached the first 'out-of-position' marker bands. Marker band dislodged was not confirmed; however, marker band out-of-position was confirmed in the two samples received. The exact cause of the marker bands out-of-position could not be conclusively determined as a manufacturing-related issue given that the samples received reflect marker band marks, indicative the marker bands were in place. Controls are currently in place to prevent this type of defect from leaving the facility. No additional patient, lesion/vessel or procedural information is available. At this time there is not enough information to draw a clinical conclusion between the device and the reported event. A risk assessment has been initiated to evaluate this issue.